Manufacturer narrative:
The tech found the siderail release arm was missing. The tech replaced the release arm assembly to repair the bed.

Event description:
Info rec'd indicates the left siderail will not lock.